Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nicu found that the micro-bore extension set maxzero valve was leaking from the seam at the proximal end where the base attaches to the rest of the housing encapsulating the gland during patient use. There was no report of patient harm.